Event description:
It was reported that the patient was desaturating on the life2000. There was no allegation of a device malfunction associated with this event, and no medical intervention was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient was desaturating on the life2000. There was no allegation of a device malfunction associated with this event, and no medical intervention was reported. The patient is a 56-year-old male with a medical history of chronic respiratory failure with hypoxia, copd, and anxiety. The patient¿s wife requested a trainer visit to evaluate the life2000 equipment. It was also reported that the home oxygen concentrator had gone out and was since replaced; however, the patient was desaturating on the life2000 with 8 lpm of oxygen bleed in from the home oxygen concentrator (manufacturer unknown). At time of the call with baxter, the patient's spo2 was 69% on the life2000 high activity level with 8 lpm oxygen bleed in. The baxter respiratory clinician instructed the patient¿s wife switch the patient back to his 8 lpm oxygen via nasal cannula and his spo2 increased to 90%. The wife confirmed the flow meter on the oxygen concentrator remained at 8 lpm, no water bottle was connected to the concentrator, the compressor was on, breaths were being delivered by the ventilator, all tubing was securely connected, there was no water in the combo hose or nasal interface, and there no alarms noted from the ventilator or compressor. The patient¿s wife was advised to keep the patient on 8 lpm oxygen via nasal cannula and to reach out to their hospice provider for direction on use of the life2000. If the patient is to continue with the life2000 device with spo2 lower than 90%, then an updated prescription will be needed. Per wife, once she removed the life2000 from the patient's face the device did not issue a low pip alarm and it was still registering approximately 15 breaths per minute (back up rate set @ 12 breaths per minute). The respiratory clinician advised to remove the nasal interface from the device and a low pip alarm sounded. Once she placed the nasal interface back on the device, the low pip alarm stopped, and breaths began to register on the display again while still off the patient. After approximately 2 minutes, the ventilator alarmed low pip. A trainer visit was scheduled asap to evaluate equipment and exchange device/interface/tubing/ and compressor. The following day, the baxter respiratory clinician followed up with the patient¿s wife. The trainer swapped out all equipment and hoses to ensure the life2000 was working properly. Per the wife, the patient was on 24-hour evaluation with hospice with a hospice nurse in the home. The patient was tolerating the life2000 well and his spo2 was maintaining at 96% with 5 lpm bleed in through the patient¿s home oxygen concentrator. The baxter respiratory clinician spoke with trainer for feedback on the home visit. Per trainer, no issue could be found with patient¿s life2000 ventilator, compressor, or set-up. Per trainer, the patient had been given methadone and morphine and had been in a deep sleep. He did tolerate the life2000 and was resting well with spo2 maintaining at 96% as previously reported by the patient¿s wife. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. The device instructions for use (IFU) state a low pip pressure alarm will occur when peak inspiratory pressure (pip) is below set limit and the user should ensure the patient interface is not leaking at the patient side, switch to another activity, or contact their physician if the alarm persists. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, no accompanying symptoms were reported, and the patient recovered at home. The reported event may be perceived as life-threatening based on the pulse oximetry value alone; however, the patient was not reported to have exhibited any significant signs or symptoms and medical intervention was not required, concluding a serious injury did not occur. The ultimate cause of the reported drop in oxygen saturation is undetermined and likely due to the patient¿s underlying pulmonary disease and progression of disease as evidenced by the patient receiving hospice care. Although an inspection of the device has not been performed, the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. The complaint will be reassessed should additional information become available.